Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that iqvia technician was onsite to perform the 113-field action. The arctic sun device was alarming for low flow and in bypass the inlet pressure would not increase to more than -2.2 psi. Per review of wo notes on (B)(6) 2025, they discussed that this was indicative of an air leak or a failed circulation pump. The device would need to be returned for depot repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a weak circulation pump. The device was evaluated upon receipt. Low flow and inlet pressure is confirmed through the csv files but unable to be reproduced at the depot. In the logs for (B)(6) 2025, it was found that the flow went from 2.5lpm to 0lpm within 1 minute, all the while the pump speed simultaneously went from 198 to 235, but the pressure never regained to -7.0psi. This is indicative of a fault within the circulation pump head, causing flow to measure 0lpm. During priming of the device, the ip only achieved -8.2psi. This is indicative of a weak circulation pump head. No air leaks were found or experienced at the depot. It was also found that in the logs for (B)(6) 2025, the circulation pump was running at 235, inlet pressure was no more than 5.2 and flow was 0, indicating a faulty circulation pump motor. Replaced circulation pump head. Intermittent seizing of the circulation pump motor found. Replaced circulation pump motor. Torqued casters with loctite. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that iqvia technician was onsite to perform the 113-field action. The arctic sun device was alarming for low flow and in bypass the inlet pressure would not increase to more than -2.2 psi. Per review of wo notes on 05aug2025, they discussed that this was indicative of an air leak or a failed circulation pump. The device would need to be returned for depot repair. Per sample evaluation results on 13oct2025, intermittent seizing of the circulation pump motor found.